Manufacturer narrative:
(B)(4).

Event description:
Procedure: inguinal hernia case. According to the reporter: the dissection balloon was inserted but never inflated as a hole was found on the balloon. Product replaced and procedure continued as normal with no damage to patient.

Manufacturer narrative:
(B)(4).